Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the video cable is broken and therefore the image is green. The most probable caused traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had the image flickered and changed color, the screen turned green. The issue identifed at the time of therapeutic laparoscopic holecystectomy while the device inside the patient. It was completed using similar device after brief procedural delay. There were no reports of patient harm.